Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unspecified date, the patient was treated with an intravenous injection fortum (1g, frequency and duration not reported) and intraperitoneal injection amikacin (200mg, frequency and duration not reported) for the peritonitis. At the time of this report the patient outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.